Event description:
It was reported that the stent (subject device) detached prematurely inside the microcatheter during the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned deployed within the catheter and was seen to be deformed. The stent delivery wire (sdw) was seen to be kinked bent. The functional testing was not carried out as the stent was returned deployed and was noted to be deformed. The reported complaint was confirmed based on analysis and event description. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the event description and analysis the as reported can be confirmed. It is probable that procedural or anatomical factors encountered during the procedure contributed to the reported event. The as reported as well as the as analyzed events will be assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the stent (subject device) detached prematurely inside the microcatheter during the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.